Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use. Occlusion was caused by a blocked cartridge. The customer changed supplies and resumed insulin therapy.